Event description:
A customer reported that when they used excel off brand reagent strips the glucometer elite system would not count down and provide a result. No blood sugar result to a diabetic could be a serious medical condition. While on the phone a review of the system was conducted. Electronic checks were satisfactory. The customer was told that bayer does not provide or support for use of an off brand reagent. Bayer supported reagent was supplied and the customer is very happy with the results.